Event description:
This case was initially received via (B)(6) ((B)(4)) on 10-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. C68793) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 10 months 27 days after insertion of essure, the patient experienced uterine leiomyoma ("uterine fibroma"). On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization prolonged and intervention required). The patient was hospitalized for 21 days. The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for medical device removal and uterine leiomyoma with essure. The reporter commented: the patient had many post-operative complications. The hospitalization lasted 4 weeks. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 16-oct-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 749 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-oct-2017: following internal review, the company causality comment was amended. On 13-oct-2017: quality safety evaluation of ptc. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.